Manufacturer narrative:
The device was in use for treatment. There are no manufacturing rejects or anomalies of this type recorded in the device history record. A review of complaints against this lot number identified no additional reports. The returned device analysis reveals one (1) abiomed 14f introducer sheath with dilator that is within manufacturing specifications. Upon evaluation of the returned product, it was found that the dilator most probably exerted extreme diagonal force, (determined by the bent tip) to the introducer. The diagonal force translated stresses to the tip of the introducer which caused it to split at 2 adjacent score lines. In addition the scrape marks on the introducer that run parallel to the tear may have also weaken the introducer in the area of the tear. Force applied during the procedure likely exceeded the design of the introducer. The potential effect to patient for the reported failure may be related to: bleeding, potential product damage, prolonged intervention, and inability to provide support. Potential causes may be: insufficient dilator stiffness/radial strength, improper extrusion (wall thickness), improper molding, material too fragile, and excessive force applied during dilator/device insertion/withdrawal. A review of risk for this failures modes identified the risk to be medium. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. According to the introducer sheath in-process and final inspection procedure, qa performs this inspection 100%: with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded foreign material, or any other damages. The introducer and dilator passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. The instructions for use (IFU) provides these precautions: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action.

Manufacturer narrative:
A follow-up report will be sent upon completion of evaluation.

Event description:
The customer reported tip split was observed, confirming the clinical account. In addition to this, the dilator was noticeably bent at the tip.